Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter valve, following the deployment of the valve via the right femoral access site, suicide ventricle occurred. As reported, this initially was not identified, but diagnosed post procedure. The symptoms of the suicide ventricle reportedly may have been masked due to medication given while addressing to a right femoral dissection. This right femoral access site was caused by the non-medtronic vascular access site closure devices. The dissection prolonged the procedure. A covered stent was implanted in the superficial femoral artery (sfa) as result of the vascular complication. There were no delivery catheter system (dcs) advancement issues. Per the physician, the dcs did not contribute to the vascular dissection. Treatment for the suicide ventricle included fluids. The patient recovered well after fluids were given. Hospitalization was prolonged as result of the suicide ventricle and vascular dissection.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b2 outcome attributed to adverse event corrected to include hospitalization and intervention required. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was discharged two days following the valve implant and is doing well.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.